Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently went to the emergency room due to diabetic ketoacidosis. Blood glucose level at the time of the incident was 600 mg/dl. The customer reported that the cannula was bent. Customer stated that she was wearing the insulin pump at the time of the emergency room visit, but was later asked by doctors to remove it. The customer also stated that she would be going through metal detectors daily for her new job and inquired if this would damage the insulin pump. The insulin pump was not replaced or returned for analysis.